Manufacturer narrative:
The field service emgineer (fse) evaluated the instrument on 11/17/2015. The fse found that the tubing at pinch valve at lv39 was split causing an uncontained leak. The fse replaced the tubing resolving this issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that approximately 20 ml of bluish fluid leaked from the coulter lh 500 hematology analyzer and was not contained. There was no biohazard exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat when the leak was discovered. There was neither death nor serious injury; erroneous results were not generated or reported out of the laboratory and there was no change to patient treatment.

Manufacturer narrative:
Device manufacturing date has been revised to reflect correct date.